Event description:
Apparent lead fracture

Manufacturer narrative:
Brand name is sprint quattro secure, type of device is implantable tachy lead, model is 6947 implant date is 2004. Evaluation summary: distal conductor fractured; full lead returned.